Event description:
It was reported that on an unknown date, patient presented with history of back problems, persistent back pain and leg pain. The patient underwent decompression procedure with revision fusion, and extension of the fusion to the l4-5 level. Per op notes, the prior hardware was the depuy monarch system, and the hardware was also removed. A complete laminectomy, facetectomies and foraminotomies were done at the l5 <(>&<)> l4 level. At this point, a posterior lumbar interbody fusion was begun. The hole that was made for the posterior lumbar interbody fusion was then filled with crushed cancellous bone and bone morphogenic protein and a sponge. Further bone was placed here. At l4-5 level, a complete discectomy was done in preparation for the posterior lumbar interbody fusion. A 13 mm cage was then filled with bone morphogenic protein and crushed cancellous bone. The cage was than impacted and found to seat quite nicely. Radiograph revealed that the cage remained in excellent position, and all the screws to be in excellent position as well. At this point, the bone that was removed with the decompression was cleaned of its soft tissue investments and mixed with crushed can cellous bone allograft. This was then placed over the spinous processes that had been decorticated as well as other remaining areas of facet joints. Bone morphogenic protein was also placed in these areas. No complications were reported. At an unknown time post-op, the patient developed unspecified injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.